Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of an intermittent 'sensation' along the left sternal border. Further investigation indicated that the patient no longer indicated feeling the sensation at a recent clinic visit. The lead remains in use. No patient complications have been reported as a result of this event.